Event description:
Patient alleged that device is not working. Device has condensation in its insulin cartridge compartment, and patient feels that this has caused his blood glucose to be higher than normal (353mg/dl). Patient self-treated high blood glucose by bolusing. No errors were generated by device.